Event description:
It was reported by the customer that the tip of the pointer was broken off. There is no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
This is corrected data: based on the additional information received during the follow-up report from the support specialist from stryker, we learned that the tracker was sent by mistake and nothing is wrong. Complaint reported in error.

Event description:
It was reported by the customer that the tip of the pointer was broken off. There is no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.